Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. The pump was returned and no significant anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving saline via an implantable infusion pump. It was reported that the patient had not been using the pump due to being pregnant and post-delivery of the baby she chose to have the pump removed due to it not making much of a difference. It was noted that the pump had stopped functioning a couple years early. There were no known factors that may have led or contributed to the issue. The issue was reported to be resolved and the pump would be returned for analysis. No further complications have been reported as aresult of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump removal was elective. It was reported that after delivery the patient's pump was not helping enough to continue use so it was removed. No further complications have been reported as a result of this event.